Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The tip separation was confirmed. The difficult to remove could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other related incidents. The investigation determined the cause of the difficulty removing, and separation were due to case circumstances. The additional therapy to snare and removal of the foreign body (separated portion of the tip), bend and deformation, were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified right superior femoral artery (sfa) that is 100% stenosed. Pre-dilatation was performed with four non-abbott balloon catheters. A 5.0x60mm supera self-expanding stent system (sess) was advanced to a 6.0mm vessel with residual calcification, it was noted that the physician used the pull-through guide wire technique due to the heavily calcified lesion. Resistance was felt during removal of the sess with a non-abbott guide wire and the tip separated. An attempt to remove the separated tip with a snare and forceps was made; however, failed. A microcatheter was inserted and the separated tip remaining on the guide wire was pushed retrogradely into the sheath and removed successfully. The sess was removed under fluoroscopy. It was noted that the physician intentionally created compression at the implant site of the supera stent, therefore causing the stent to be partially compressed. There was no adverse patient sequela and no significant clinically delay. No additional information was provided.